Event description:
Healthcare professional reported rupture diagnosed via MRI and ultrasound, silicone infiltered ganglions on right axilla, and devices folded. The device has been explanted and replaced with non allergan device. This relates to the right side.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration.